Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had incorrect label information. This occurred on 800 occasions before use. The following information was provided by the initial reporter: customer complained about lot back. Also old packaged products were delivered.

Manufacturer narrative:
After further review this complaint has been deemed not reportable as it is general dissatisfaction. The customer is complaining about that the product did not have as long of a shelf life as the consumer would've liked. There was no report of serious injury, medical intervention, or reportable device malfunction. As a result MFR# 1710034-2019-00716 is null and void as it is no longer reportable.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had incorrect label information. This occurred on 800 occasions before use. The following information was provided by the initial reporter: customer complained about lot back. Also old packaged products were delivered.